Event description:
The reporter stated that a product that had exceeded the expiration date of march 31, 2009, that was printed on the product label was implanted during surgery for an upper extremely nerve repair. Healthcare professionals in the operating room failed to check the product label before the product was used. No adverse patient outcomes related to the event have been reported to date. No company representative was present at the time of the event.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.